Event description:
It was reported that after a da vinci surgical procedure, it was noted that a frayed wire was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp is still installed in clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following: the instrument's distal pulley had mechanical indentation and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burrs damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.